Event description:
Report received from u.s.a. Stating that the device had an air leak and the cord was loose. It is known that the event did not occur during surgery. There was no patient or user injury. No additional information is available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).